Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: "(B)(6) endured three months of misery before she was able to have the defective gore mesh removed. In addition to the pain, (B)(6) experienced constant infections, between the infected abdominal mesh and the mrsa infection she ended up getting. While coping with the symptoms and recovering from removal surgery, (B)(6) required home healthcare as well". Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2015: state of louisiana. Certification of death. Age: 76 years. Place of death: (B)(6) medical center. Manner of death: natural. Did tobacco usage contribute to death: no. Immediate cause of death: peritonitis. Approximate interval: onset to death: unk. Autopsy: no. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate approximately 800 micrograms per cubic centimeter of product (g/cm3), and chlorhexidine diacetate approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: repair of incisional hernia with gore-tex dual surface mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/04158576]. Implant date: (B)(6) 2008 (hospitalization [ni] [not indicated]). (B)(6) 2008: (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Estimated blood loss: 75 ml. Procedure in detail: ¿after administration of general endotracheal anesthesia the patient¿s abdomen was prepped and draped in the usual manner. The patient had a moderate size incisional hernia in the left lower abdomen that was recurrent. A lower midline incision was made from the umbilicus to the pubis excising the old scar. The subcutaneous tissue was incised with electrocautery and the hernia defect was exposed to the left of the midline. The patient had previous prolene mesh in place and the defect was noted to be about 8 x 10 cm. The hernia sac was entered and several loops of small bower adherent within the sac were freed and dropped back in the peritoneal cavity. Redundant sac and mesh was excised as well. The fascia was freed circumferentially around the mesh. Hand was placed inside the abdominal cavity and no other hernia defects were noted. We elected to close the defect with a piece of gore-tex dual surface mesh placing the smooth surface posteriorly towards the intraabdominal viscera. The mesh was placed widely across the defect and sutured an en bloc type repair about 3 to 4 cm outside the edge of the mesh with running #1 prolene suture. The mesh was placed without tension and appeared to be in good position. Hemostasis was secured. The subcutaneous tissue was irrigated with saline and aspirated dry. A 10 mm flat jackson pratt drain was placed in the subcutaneous space and brought out inferior to the incision where it was secured with 2-0 silk suture. Subcutaneous tissue was closed with running 3-0 vicryl suture and the skin was closed with interrupted staples. Sterile dressings was applied. The patient tolerated the procedure well and left the operating room in satisfactory condition.¿. (B)(6) 2008: (B)(6). Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 04158576. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/ 04158576) was implanted during the procedure. Explant procedure: removal of infected mesh with replacement with surgisis mesh. Explant date: (B)(6) 2008 (hospitalization [ni]). [Operative report not included in records reviewed.]. Relevant medical information: (B)(6) 2008: (B)(6). Implant record. Procedure: removal of infected mesh with replacement with surgisis mesh. Implant sticker. Surgisis gold hernia repair graft. (B)(6) 2010: (B)(6), md. Operative report. Preoperative diagnosis: recurrent large complex abdominal wall hernia. Postoperative diagnosis: recurrent large complex abdominal wall hernia. Procedure: repair of complex recurrent abdominal wall hernia with capital proceed mesh (30.5 x 30 cm) and component separation technique. Estimated blood loss: 300 ml. Procedure in detail: ¿after administration of general endotracheal anesthesia, the patient¿s abdomen was prepared and draped in the usual manner. The patient had a midline scar that began at the pubis and extended above the umbilicus as well as the left lower quadrant scar. She had a large abdominal hernia from the umbilicus to the pubis that extended well laterally on both sides, left farther than right. The patient¿s old midline scar was excised from the pubis to above the umbilicus. There was a large hernia that extended to the right of the midline and extended well far laterally to the anterior superior iliac spine laterally. The peritoneum was opened. There were multiple adhesions and numerous loops of colon and small bowel adherent to the anterior abdominal wall. These were completely lysed in order to allow a retrofascial placement of mesh. Care was taken not to make any enterotomies to avoid contamination of the field. There were several pieces of old mesh identified in the course of dissection. There was a large piece of abdominal wall mesh in the lower midline as well as a smaller piece of mesh in the left lower quadrant that had been placed previously laparoscopically. The smaller piece of mesh was removed and submitted to pathology. Dissection was carried out to the left of the midline laterally, elevating skin flaps and exposing the mesh as far laterally as to the anterior superior iliac spine and to the external oblique muscles. There was no adequate rectus muscle to the left of the midline. There was some external oblique muscle that was intact. All of the intraperitoneal contents were freed from beneath the external oblique and internal oblique laterally on the left. On the right there was some residual rectus muscle and external oblique, and this was exposed with dissection to the right of the midline. The fascia appeared to be intact above the umbilicus. Once all the adhesions had been completely taken down and the undersurface of the abdominal wall completely freed laterally, a large piece of proceed mesh 30.5 x 30 cm was placed in the peritoneal cavity below the residual abdominal wall muscles. Three large sutures of #1 prolene were used to suture the mesh to the inferior fascia. One bite was taken through the pubis to secure the mesh inferiorly. These sutures were not ligated initially. More difficult part of the repair was to the left, and we placed four large prolene sutures through the mesh in this region. In order to place the sutures well lateral, a skin incision was made lateral to the incision and after the sutures were placed through the mesh, they were brought through the abdominal wall and tied extracorporeally through the small puncture wound. We tied the four left lateral prolene sutures first, after pulling them taut. This appeared to cover the defect well. The inferior sutures then were then tied as well. Three #1 prolene sutures were placed to the right laterally. Again, through puncture wound through the skin. Four sutures were placed superiorly and also tied. Upon completion, the mesh appeared to be in good position without tension. It was relatively taut beneath the muscles. The mesh was placed with a small cuff. To prevent bowel from herniating between the sutures, an absorbatack was used to tack the mesh through the cuff to the abdominal wall. This closed all the defects. We were satisfied that the hernia had been well-healed. We then elected to close the fascia over the mesh. Some of the fascia was quite attenuated, and the part of the closure included old prosthetic mesh. It was necessary to mobilize the mesh by performing a component separation technique. The external oblique was incised laterally on both sides to allow the mesh to approximated over the new mesh in the midline. Prior to closure of the fascia and old mesh, a 10-mm flat jackson-pratt drain was placed over the new mesh and brought out to the right of the incision, where it was secured with 2-0 silk suture. A second jackson-pratt drain was placed more superficially above the fascia and brought out to the left of the incision, where it was secured with a 2-0 silk suture. The abdominal cavity was irrigated with saline and aspirated dry. Hemostasis appeared to be secure. The subcutaneous tissue was closed with a running 3-0 vicryl suture, and the skin was closed with staples. All puncture wounds through the skin were injected with 0.25% marcaine for postoperative analgesia. A sterile dressing was applied. The patient tolerated the procedure well and left the operating room in satisfactory condition.¿. (B)(6) 2010: (B)(6). Implant sticker. Proceed surgical mesh. (B)(6) 2011: (B)(6), md. Discharge summary. Admission diagnosis: chronic abdominal wound seroma. Discharge diagnosis: infected abdominal wall mesh. Operative procedure: removal of abdominal wall mesh. Hospital course: admitted for elective exploration of abdominal wound. Underwent repair of a large, recurrent, complex abdominal wall hernia in (B)(6) 2010 with retrofascial proceed mesh. Had a previous abdominal wall hernia repair several years before but the mesh became infected and was removed. Cultures at that time revealed methicillin resistant staphylococcus aureus. The mesh was replaced with surgisis biologic mesh. Hernia recurred. We waited 2 years but because of increasing symptoms, the patient wanted to proceed with abdominal hernia repair. This was performed in (B)(6). After surgery, she developed an abdominal wound seroma that persisted. It was drained percutaneously by radiology. Eventually the drain was removed but she has continued to have mild drainage from her left lower quadrant, two sinus openings and moderate induration of her abdominal wall. Repeat CT scan recently showed no obvious mesh infection and the hernia had not recurred. Because of the persistent drainage, we elected to explore the left lower quadrant today under general anesthesia. Was found to have areas of significant fat necrosis and exposed mesh. Once the fat necrosis was removed, we felt that this was indicative of a prosthetic mesh infection. Cultures were taken again but presumably the infection is due to methicillin resistant staphylococcus aureus. One opening was made in the peritoneal cavity and this was closed. All exposed mesh was removed but much of the mesh remained. We did not remove all of the mesh because we felt like this would be a major operation that we had not discussed with the patient. A drain was placed in the subcutaneous tissue and the wound was closed primarily. The postoperative course was uneventful. At the end time of discharge, she was awake and alert. She had mild incisional pain. Had mild wound drainage. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.". The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: explant preoperative complaints: no information. Explant procedure: removal of infected abdominal wall mesh. Repair of incisional hernia with surgysis mesh (porcine small bowel submucosa). Explant date: (B)(6) 2008 (hospitalization dates unknown). (B)(6) 2008: (B)(6) highland. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: infected abdominal wall mesh. Anesthesia: general. Estimated blood loss: 15 ml. Procedure: ¿the patient had a lower midline scar with an opening midway between the pubis and the umbilicus about 1.5 cm in diameter. She is thought to have infected abdominal wall mesh (ptfa). The old scar was re-incised. Subcutaneous tissue was exposed. The ptfa was noted to be loose in the wound without any granulation tissue or signs of healing. The prolene suture holding it to the fascial was cut and the mesh was removed intact. All the prolene suture was removed as well. There was good granulation tissue beneath the mesh and there was no bowel exposed. The fascia was freed circumferentially with electrocautery developing flaps to the left and to the right superiorly and inferiorly in the wound. Elected to close the defect with surgysis porcine small bowel submucosal mesh. A piece 15 x 15 cm wasp aced over the fascia. It was sutured to the fascia with a #1 running pds suture without tension. Several interrupted pds sutures were used to tighten the mesh somewhat as it was initially quite loose. Upon completion, the mesh appeared to be in good position without tension. The wound was irrigated with copious amounts of saline and aspirated dry. A flat 10 mm jackson-pratt drain was placed in the subcutaneous space and brought inferior to the wound where it was secured with a 2-0 silk suture. The subcutaneous tissue was approximated with a running 3-0 vicryl suture and the skin was closed with interrupted staples. Two vertical mattress 2-0 silk sutures were placed in the mid portion of the wound where there was thickened skin and is more difficult to close with staples. Sterile dressing was applied.¿ (B)(6) 2008: (B)(6) highland. Implant record. Procedure: removal of infected mesh with replacement with surgisis mesh. Implant sticker. Surgisis gold hernia repair graft. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.